Event description:
It was reported that during an attempted implant, the atrial lead could not be connected to the device. Another atrial lead was attempted but unsuccessful. Device was replaced. No adverse consequences to the patient after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported connector anomaly was confirmed in the laboratory. Visual inspection noted parylene coating on the contact spring that prevented the lead from fully inserting into the header.